Event description:
The iab was inserted into the pt on 11/11/97. On 11/12/97 after iabp for about one day, blood was noted in the catheter. On 3/20/98, datascope was notified that the iab was discarded and would not be returned for eval. [Event complications]: none from the event-reported 11/13/97. [Pt's current status]: stable-rpt'd 11/13/97.

Manufacturer narrative:
Eval: the product was not returned for datascope for eval. The item was discarded by the hosp.